Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the first application of pfa to the left upper pulmonary vein (pv), a regular ¿right to left¿ atrial tachycardia was induced and after the third application, atrial tachycardia rhythm terminated. The atrial tachycardia rhythm was once again induced while ablating the right sided pvs and so it was decided to do a cavotricuspid ablation as this looked like typical atrial flutter from the cs activation. The catheter was removed from the left atrium and several electrodes covered exposing four electrodes to perform the cavotricuspid isthmus (cti) ablation. The guide wire remained out at all times. Following the cti ablation, widespread double-potentials could be seen along the length of the line so the procedure was considered finished. When retracting the catheter out of the sheath, resistance was felt. The guidewire was extended, and when the catheter was approximately two centimeters (cm) into the sheath, it could not be retracted any further. The catheter could be fully extended into its helix shape, as well as full loop. The catheter could not be "untangled" and the catheter would retract into the sheath, but would stop when the distal electrode was approximately two centimeters (cm) from the sheath tip. Transesophageal echocardiogram (toe) was performed and confirm that upon advancing the catheter, significant tricuspid regurgitation was noted, and conversely when retracting the catheter, the tricuspid regurgitation disappeared suggesting the valve leaflets were being held open and close respectively. It was noted that the catheter was entrapped. The catheter was rotated in various directions to try and free the tip. After 15 minutes, the catheter was successfully freed. The case was completed with pulsed field ablation. A small amount of tissue was observed to be attached to the distal segment of the catheter. It was noted that the tissue appeared to be at the section just coming down from the tip, where the guidewire extended out where the distal segment of the loop is attached at 90 degrees (°) to the distal shaft. It was noted that it is unknown when the loop inversion happened prior to entrapment, or it was a result of trying to free the the catheter. A post procedure echocardiogram was performed, and it showed no significant tricuspid incompetence. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012570246 and an image file were returned and analyzed. Visual ins pection was performed and the catheter was received inserted inside the sheath and with the guidewire inserted through the guidewire lumen. Foreign materiel was stuck to the catheter tip. The guidewire lumen was received retracted, and with a damaged array loop as sembly. The shape of the catheter array was inverted. The distal arm of the array pebax tube was pinched near electrode 1. X-ray imaging showed the nitinol array wire was partially dislodged from the dual lumen and properly attached to the tip. The electrode wire observed entangled inside the distal shaft. The slide control function was stiff despite softening the guidewire lumen using disinfectant to dilute potential dried blood. This issue was most likely due to the entangled electrode wire inside the shaft. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using generator. No other tests could be performed due to the returned condition of the catheter. The continuity test was performed with multimeter via a catheter interface cable cable and showed a normal impedance for all electrodes array. The image file received showed a loop catheter inside a sheath with visible array/guide wire and coagulated blood on the tip. In conclusion, the clinical issues occurred during the procedure and the tissue in the tip issue was confirmed during testing. The loop catheter failed the returned product inspection due to foreign material stuck to the tip, an inverted array, distal arm pebax tube pinch, entangled electrode wires, and a partially dislodged nitinol array wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.